Event description:
The balloon ruptured when performing a pta procedure on an a/v graft. The shaft separated from the balloon. The doctor successfully snared and removed the balloon. The patient is fine.